Manufacturer narrative:
Recharger model # 37651 lot # nka147579n; extension model # 748251 lot # nhu042296v implanted: (B)(6) 2004 explanted: unknown; adaptor model # 64001 lot # n272049 implanted: (B)(6) 2011 explanted: unknown; programmer model # 37642 lot # njz115525n; lead model # 3387-40 lot # j0405899v implanted: (B)(6) 2004 explanted unknown; lead model # 3387-40 lot # j0405899v implanted: (B)(6) 2005 explanted: unknown; extension model # 748251 lot # nhu042295v implanted: (B)(6) 2005 explanted unknown; stimulator model # 37612 serial #(B)(4) implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that they were unable to adjust stimulation. The patient's daughter had called to get help with por information. Cleared with patient programmer. See also manufacturer's report # 3004209178-2012-00468. If additional information is received, a follow up report will be sent.